Event description:
The pt experienced a hemorrhage after the lead was implanted. The physician realized that the hemorrhage occurred while implanting the second lead. The pt had no sense of feeling on the affected side; was unable to move her hand on command; and was unable to communicate. By two days after the event, the pt was stable and was moved out of the ICU to a step down unit. As of 2009, the pt was still an inpatient on the rehab unit. The reporter was uncertain of her deficits post surgery, but understood that her issues centered around speech. The physician commented that the pt's dystonia had disappeared post lead implant comparable to a pallidotomy response. The physician had no plans at the present to implant a neurostimulator. See also MFR's report #60001532009-07179.